Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not running on alternating current (ac) power when connected and only ran on battery power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the device was not running on alternating current (ac) power when connected and only ran on battery power. The remote service engineer troubleshot the device with the customer and verified good ac power to the power supply but no power out. Also, with ac power connected, the light emitting diodes (leds) were not illuminated on the front display. The rse advised the customer to replace the power supply and provided the customer with the part identification (ID) of the replacement power supply for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.